Event description:
It was reported that an infusion set and cartridge change resulted in a leak in the chamber when the user attached the connector to the cartridge outside of the chamber, and the user completed a supply change with live troubleshooting and education; the issue aligns with improper procedure and involves the cartridge component, lot 36869. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrect method during setup of the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.